Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 occurred in an arctic sun device. Per follow up information received via mail on 26may2025, they have not decided yet, but the device will be sent to imi. Issue not resolved yet.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated upon receipt, and a failed mixing pump was found. The mixing pump was replaced. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 occurred in an arctic sun device. Per follow up information received via mail on 26may2025, they have not decided yet, but the device will be sent to imi. Issue not resolved yet.